Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and was unable to connect with remote control (rc) or clinician programmer (cp). The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was having difficulty charging the ipg and was unable to connect with remote control (rc) or clinician programmer (cp). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.